Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in and out of the emergency room (ER) for the past 2 weeks due to a fluctuation in their glucose levels. The patient mentioned their glucose levels ranged from 18 mg/dl to high. The patient attempted to correct their low bg by drinking gallons of orange juice. Three follow-up attempts were performed, and no additional information about the hospitalization was received.